Event description:
It was reported that the colonovideoscope had error code 315 incompatible scope during colonoscopy diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name (B)(6). E1 address 1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image has a blackout. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the incompatible scope e315 error could not be established and for image has a blackout is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.